Event description:
The prosthesis was detached approximately 50% from the posterior native annulus at repoperation. Tissue of the native annulus appeared to have acute bacterial endocarditis. Tissue of the native annulus was visably frail. The valve was explanted and replaced with a 31mm carbomedics valve.